Event description:
It was reported in an abstract that a total of 14 patients underwent balloon kyphoplasty procedures to treat pseudoarthrosis following osteoporotic thoracolumbar fractures. The group was comprised of two male and 12 female participants at the mean age of 79 and the main treated levels were t12 and l1. One case reportedly developed "cement deviation into the caudal intervertebral disk" attributing to "vertebral collapse due to the delayed bony union after surgery". It was reported that severe external fixation was needed for this patient. No further information was reported. The type of cement used was not specified in the abstract.

Manufacturer narrative:
Literature citation : akiyoshi yamazaki, tomohiro izumi, hirokazu syouji, yasuaki suhara, yu sato, and tatuki mizouchi. "Short-term results of balloon kyphoplasty (bkp) for pseudarthrosis after osteoporotic thoracolumbar fracture." Mean age is 79 years; 2 male; 12 female. Date of event is unknown. (B)(6). (B)(4). Location : hospital. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown if any medtronic devices contributed to the reported event, we are filing this MDR for notification purposes.